Event description:
The facility alleges they found the consumer with their head stuck between the mattress and side rail. Their body was allegedly pointing in the direction of the floor with their feet on the mattress. Pt was unconscious and not breathing. They went to the hospital and returned to the facility in 2003.